Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that after the dental implant was installed / in patient¿s mouth, its non-osseointegration was observed. The 32 ncm of primary stability was achieved. The patient presented bone type ii.